Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that, during a lead revision procedure, the physician relocated the pocket site due to a clear fluid in the pocket. The physician did not suspect infection and re-implanted the same ipg. The patient is reportedly doing well following the procedure.